Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to obtain an etco2 value, despite replacing the filter line. There was no pt involvement.